Manufacturer narrative:
Additional information: d5: operator of device, d9, h3, h6, h11. Correction: d4: expiration date (update to n/a). H11: the actual device was received for evaluation. Flow rate accuracy testing was performed and found no issues with the infusion. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse medication as expected. The display indicated that the infusion was in progress; however, it was observed that there was uninfused product. Despite the increase in the flow from 20 ml/h to 100 ml/h, no flow was visualized in the drip chamber. The process step during which this issue occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.